Event description:
It was reported to boston scientific via the 1501st (B)(6) meeting and the 49th chiba urology alumni association academic conference, that the (B)(6) hospital began offering wave therapy (water vapor therapy) rezum treatments in (B)(6) 2023, and has performed 28 cases to date. The outcomes of the procedures are as follow: among the 14 cases with balloon placement, balloon removal was possible in 13 cases. In cases without balloon placement, improvement in qmax and residual urine volume was observed in all cases. Patient complications were noted in 6 cases, and 1 of these cases required reoperation for urinary retention. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information regarding the devices information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via the 1501st (B)(6) medical association meeting and the 49th (B)(6) urology alumni association academic conference, that the (B)(6) hospital began offering wave therapy (water vapor therapy) rezum treatments in (B)(6) 2023, and has performed 28 cases to date. The outcomes of the procedures are as follow: among the 14 cases with balloon placement, balloon removal was possible in 13 cases. In cases without balloon placement, improvement in qmax and residual urine volume was observed in all cases. Patient complications were noted in 6 cases, and 1 of these cases required reoperation for urinary retention. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of urinary retention is known risk associated with this device type and indicated as such in the instructions for use.